Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the suspected cause of high threshold was undetermined. This rv lead was explanted. No additional adverse patient effects were reported.